Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing and all of the buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, cracked display window, cracked case at a display window corner and a stained end cap sticker.

Event description:
Customer reported via phone call that their keypad is having issues. The blood glucose reading was 38 mg/dl. The insulin pump will be replaced.